Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 2.50 x 32 synergy¿ drug-eluting stent was implanted to treat the lesion. However, the stent delivery system balloon ruptured at 10 atmospheres during post-dilatation after the stent was implanted. The device was completely removed from the patient's body and post-dilatation was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was not returned as it was successfully placed. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. There was a pinhole 6mm distal from the proximal markerband. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred.the target lesion was located in a coronary vessel. A 2.50 x 32 synergy¿ drug-eluting stent was implanted to treat the lesion. However, the stent delivery system balloon ruptured at 10 atmospheres during post-dilatation after the stent was implanted. The device was completely removed from the patient's body and post-dilatation was completed with a different device. No patient complications were reported and the patient's status was good